Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient reportedly passed away from natural causes. The recipient's death is not believed to be device related. No further details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing decreased performance. A review of the test data indicates impedance issues. Programming adjustments were made, however the issues did not resolve. Revision surgery is scheduled.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.